Manufacturer narrative:
A device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported by the customer that when using the bd pyxis¿ medstation¿ es, an entire row of full-height cubies failed because they had duplicated each other multiple times. The customer took them out and now can't put new cubies in those spots it will not register them, it looks like there might be a crack on the white plate on the bottom that the cubies lock in to. The customer stated that this malfunction caused a delay in dispensing the medications to the patient. There were no adverse events or injuries reported based on this event.